Event description:
On (B)(6) 2014, the surgeon performed an ifuse arthrodesis on the patient placing three implants. During the course of the procedure, the tip of the guide pin was unintentionally cut by the drill bit. All three implants were ultimately successfully placed. The patient's bone was especially hard and the pin was bent while docking it into the sacrum. The tip of pin appears to be fully encased in bone and is not violating the foramina. The patient is doing well after the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is that the pin bent on the patient's hard bone.